Event description:
Customer reported foam above and below the air detector assembly with air detector alarms present in the alarm log. Air detector alarms also appeared in the normalize mode. Pt became symptomatic. Pt was not hospitalized, but was given oxygen and recovered.